Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter states that there was no delay to the surgical procedure. A spare device was available for use. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the electrical pin was pushed back in the connector which caused low rotations per minute. It was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin, which caused the e6 error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was displaying an e6 error. The reporter indicated that the surgeon was able to complete the procedure with the original device by starting and stopping. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.